Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) verified all connections, power cord, pyxie bus cable, power supply connections and drawers and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a5w2 device periodically rebooted/reset when it was in use by nursing and pharmacy staff. The issue occurred again that night. An reporting nurse retrieved a medication and, after closing the medstation drawer, the unit immediately shut off. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.